Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the remaining longevity window of the implanted device. It was confirmed the device battery was depleting normally and should be replaced within 90 days. The physician was also concerned regarding the device beeping, since the explant indicator beeping was disabled. Ts indicated the beeping was most likely due to a high threshold and capture issue from this right atrial (ra) lead. It was noted that this ra lead had a previously known fracture in 2016. The physician elected to reprogram the device sensing mode to resolve the event and the patient is continuing with normal follow-ups. At this time, the system remains implanted and no adverse patient effects were reported.